Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that her son's insulin pump battery cap is stripped and cannot be removed. Customer's blood glucose was 575 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.